Manufacturer narrative:
One video was submitted for investigation. Root cause was potentially due to the inflation line not being fitted correctly at joint to the tube possibly due to not enough solvent. Root cause traced to manufacturing with no DHR done as lot number was not provided.

Event description:
Information received a smiths medical endotracheal tube required a trach change after leaking was observed where the cuff line enters and leaves the side of the tube. No patient was injured.